Manufacturer narrative:
81 evaluation is in progress but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to verify the reported issue. He replaced the end cover and pin as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no occlusion failure. The unit operated to the manufacturer's specifications.

Event description:
The manufacturer's subsidiary quality engineer reported that during routine testing of the device at the service center, the venous line occluder had an occlusion failure. There was no patient involvement.